Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. The insertion and deployment of the device was reported to be "normal without resistance." The knot was tied and advanced while the device was being removed. Closure of the arteriotomy was achieved with the device. After closure it was noted that one inch of the tip of the device sheath had been sheered off. Fluoroscopy was then performed and the tip was visualized, but the exact location was uncertain. A doppler ultrasound was performed, which revealed that arterial flow was not impaired. The patient's pulses were reported to be unchanged. The physician is confident the piece was not in the artery. IV ancef was ordered and administered. The patient was discharged home the same day on a 5-day regiment of keflex, oral antibiotic. The patient is reported to be "without symptoms 4 days post event." There is no report of further adverse patient sequelae.